Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacture report number 2032227-2014-72720.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.

Event description:
It was reported the reservoir chamber had moisture. Customer stated the insulin was leaking past both o rings. Customer's blood glucose was 291 mg/dl, treated with manual injections. The insulin pump had alarmed no delivery. Fluids are only present in the reservoir chamber. Customer's mother declined troubleshooting for no delivery issues. No further information reported.